Event description:
A home ccpd pt reported that during fill 1 they started getting full and got worse during dwell. The cycler was also giving scale 9 alarms during dwell. They called technical support and were instructed to clamp, disconnect and drain manually. The drain bag weighed about 5 kg. Their prescribed fill volume was 2,000 ml. There was no serious injury/illness.